Manufacturer narrative:
(B)(4).

Event description:
It was reported that two dye tests were performed at the hospital; the first had blood, the second had fluid. Later an x-ray looked ok but the entire catheter could not be seen. The doctor suspected the catheter was in the subarachnoid space. The patient was provided 3000 mcg/ml baclofen by one doctor and another doctor performed the refill. The patient missed their (B)(6) 2010 refill. The company representative stated that the patient had a "raging" uti (urinary tract infection) and an "ulcer" of some type. The following symptoms were reported: periods of unresponsiveness. In the prior 2 weeks, patient was found unresponsive 4 times. Temperature of 93 and blood pressure of 90/20 during one of these times. This occurred following pump replacement and catheter revision (B)(6) 2010. Patient reported good therapy for 3 weeks before episodes of unresponsiveness and severe leg tightening began. The patient was admitted to emergency room followed by admission to the hospital. The company representative noted that at the time of the event on (B)(6) 2010, the patient's pump contained compounded baclofen. The hcp cleared the catheter and took everything out of the pump sometime on (B)(6) 2010 or the following two days and lioresal was placed in the pump. Patient reported (B)(6) 2010 that he passed out twice 2 weeks prior and felt it was the baclofen. Patient reported he went to the hospital and was fine for about 2 days, but now he is starting to get tight and itch again. His daily dose before the refill on (B)(6) 2010 was 3283 mcg/day of 3000 mcg/ml compounded baclofen. He was changed to 1700 mcg/day, which wasn't enough, so then was at 2300 mcg/day of 2000 mcg/ml lioresal. They were unable to access the side port (B)(6) 2010, so the patient didn't get the lioresal until approximately the next night. Patient went home (B)(6) 2010 the following day at 3 am the patient experienced significant itching on his belly, with no rash. Patient's tone increased to "rigid" all day tuesday. Additional information has been requested, but was not available as of the date of this report. Please refer to manufacturer report #3004209178-2010-03652 for patient's prior pump.